Event description:
It was reported that the right ventricular lead exhibited noise. The lead was explanted and replaced.

Manufacturer narrative:
This event was previously reported on MDR 2017865-2014-18705 under the correct serial number(B)(4).

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.